Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 - maude report ((B)(4)) voluntarily submitted by patient states that he underwent a revision of the left hip on (B)(6) 2011 to address malpositioning of the cup, which was causing squeaking. He also states he had elevated levels of cobalt and chromium. The patient also states that he was revised again a few days later due to a pelvic fracture with cup loosening and a few days after that for infection, but no specific product information was provided for those revisions. The cup and metal insert added to this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient reports squeaking. Update - (B)(4) 2012 - maude report (B)(4) voluntarily submitted by patient states that he underwent a revision of the left hip on (B)(6) 2011 to address malpositioning of the cup, which was causing squeaking. He also states he had elevated levels of cobalt and chromium. The patient also states that he was revised again a few days later due to a pelvic fracture with cup loosening and a few days after that for infection, but no specific product information was provided for those revisions.